Event description:
The MFR received info alleging a ventilator does not power on. There was no pt harm or injury reported. The ventilator was returned to the MFR for eval, and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.